Event description:
It was reported that a delivery system catheter kink occurred. During advancing the 27mm lotus edge valve delivery system, the delivery system passed very stiffly through the sheath. A defined kink in the delivery system catheter was noted. The 27mm lotus edge valve delivery system was removed. The procedure was successfully completed with the implant of a second 27mm lotus edge valve. The patient was fine.